Event description:
It was reported that after implant procedure on (B)(6) 2023, patient complained of headaches and nausea. It was determined the patient experienced a csf leak and surgical intervention was undertaken on (B)(6) 2023, where the lead was explanted and a blood patch was performed.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.